Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The battery charger board was replaced and the high voltage connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a low ma error and the monitor went blank during a case. No patient injury was reported.